Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her one-year-old son. The device allegedly gave a reading of 38.1°c, and a temperature measurement of 40.5°c was later confirmed by a doctor. There were no complications from this incident.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her one-year-old son. The device allegedly gave a reading of 38.1°c, and a temperature measurement of 40.5°c was later confirmed by a doctor. There were no complications from this incident. Kaz USA, inc. Has requested that the product be returned to our company for testing.